Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that that the subject flow diverter stent was implanted in a patient for left internal carotid artery c5 segment saccular aneurysm on (B)(6) 2022. Immediately after the surgery, imaging showed stenosis in the subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). Antiplatelet/anticoagulation therapy was given according to schedule. Aspirin 100 mg/day from (B)(6) 2022 to now (ongoing) and clopidogrel 75 mg/day from (B)(6) 2022 to now (ongoing). No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. As per the additional information, no damage was noted to the device prior to use and the device was prepared as per dfu for this product. Additional information did not indicate a user related issue. The stenosis was noted immediately after the procedure. It is unknown what was the cause for parent artery stenosis and stenosis in flow diverter stent. The parent artery stenosis site was the same as the site where the subject device was implanted, i.e., left ica. The patient¿s current condition is fine. There was no reduction in the blood flow to the distal cerebral tissue due to reported stenosis. There was no neurological deficit or sequelae noticed due to stenosis. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization. The patient was not put on added medication or treatment due to the reported events. There was no unanticipated medical procedure/treatment/therapy administered in relation to the reported event. There was no endovascular aneurysmal coil embolization also performed with intracranial endovascular aneurysmal flow diverter stent placement procedure. In the physician¿s opinion, the stenosis was related to the subject device. The size of the stent was appropriate for the treatment site, full expansion of stent cell with apposition to vessel wall was achieved after implantation and confirmed under fluoroscopy. The devices performed as intended. There was no injury to the vessel wall during the procedure. The subject device was implanted at the c5 portion and there was no difficulty noted during landing in curvature. It is unknown if a patch testing was done preoperatively for hypersensitivity reaction to the stent material. It is unknown if there are any changes observed in the size or shape of the aneurysm post operatively. The preoperative type, shape, and size of the intracranial aneurysm was succular 13.7x17.2x15.5 neck 5.5. The parent vessel did not have stenosis prior to treatment. The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject flow diverter stent was implanted in a patient for left internal carotid artery c5 segment saccular aneurysm on (B)(6)2022. Immediately after the surgery, imaging showed stenosis in the subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). Antiplatelet/anticoagulation therapy was given according to schedule. Aspirin 100 mg/day from (B)(6)2022 to now (ongoing) and clopidogrel 75 mg/day from (B)(6)2022 to now (ongoing). No other clinical consequences were reported to the patient due to this event.